Event description:
The device was returned to the service center for a report from the customer contact that the device was flashing malfunction on screen then screen went blank. This does not indicate a reportable malfunction. However, during verification testing at the service center, an e630 (screw rotation error) error code was noted.

Manufacturer narrative:
During testing, the deice passed testing. An e630 (screw rotation error) error code was noted in the device history but was not duplicated during testing. Although the device passed testing, the device has been identified a part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.